Event description:
Caller reported a cartridge alarm and there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved to replace the pump. They confirmed the pump was under warranty and informed the caller about using an alternative therapy to ensure insulin delivery was not interrupted. The caller was advised that they would receive a pump with updated software and was given instructions for storing and returning the problematic pump. Technical support ensured the caller understood all instructions, including reprogramming their pump settings and connecting their cgm to the new pump. A replacement pump was sent to the customer. Customer reverted to an alternative method of insulin therapy.